Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: during investigation, the keypad buttons were responsive to user input. No damage or moisture was found. Unrelated to the original complaint, the pump was powered up to a dim/fading display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.